Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds, high pacing and low impedance. The implantable pulse gene rator (ipg) also exhibtied premature battery depletion. The ra lead was capped and replaced. The ipg remains in use. No patient complications have been reported as a result of this event.